Manufacturer narrative:
Visual examination of the returned products identified that the shims exhibits signs of repeated use and missing components, bearings. The reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The issue of the persona shim ball bearings disassembling was previously investigated in CAPA. The CAPA identified that the ball bearings could disassemble during cleaning. The root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibial articular surface provisional; p/n: 42527900304, l/n: 62724339. Tibial articular surface provisional; p/n: 42527900304, l/n: 62724339. Tibial articular surface provisional; p/n: 42527900304, l/n: 62815304. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03279, 0001822565 - 2019 - 03280.

Event description:
It was reported after sterilization that the instrument showed signs of wear. Subsequently, the instrument is also missing a component. There was no patient involvement.